Event description:
A report was received that the patient was experiencing pain at the lead incision and pocket site when stimulation was on. The patient's blood pressure increase after charging and had a sharp pains in and near the heart with the stimulator. It was also reported that the patient frequently charged the ipg. Data base analysis revealed no anomalies. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.